Event description:
According to the circulator in the room, the eea 28mm did not fire correctly. The stapler did not complete the anterior doughnut of the anastomoses. The pt did not have a bowel prep prior to surgery so when the stapler did not fire correctly, the anastomoses leaked. The surgeon had to hand sew the anastomoses. A transverse loop colostomy was given to the pt. There was no harm to the pt.